Manufacturer narrative:
A portex® bivona® custom tracheostomy tube was returned for analysis. The product was returned with the airway line cut in half and the inflation balloon detached from the device. The balloon was inflated, but the air would not release from the cuff once the syringe was removed. The device was dissected to locate the cause for being unable to deflate the cuff. The teflon tubing was located and matched the sized used in the device history record and measured within specification. There was no excessive adhesive or stray teflon coating present. A review of the manufacturing process and the quality assurance inspection was conducted and was considered adequate and correct. Based on the evidence, the problem was replicated. The root cause was not identified.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the cuff of a portex® bivona® custom tracheotomy tube would not deflate. The patient's mother called the distributor to report that the tracheostomy tube could not be changed due to the cuff not deflating. The patient went to the emergency room for the doctors to the remove the tracheostomy tube, but the doctors were also successful after multiple attempts. The patient went to see an otolaryngologist, who was able to remove the tracheotomy tube. The pilot balloon and cuff were tested prior to insertion. No injury was reported.